Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain, osteolysis, implant fracture (fixation screw), and loosening.

Manufacturer narrative:
The returned device was forwarded to depuy material science for evaluation. No material defects were observed in the screw that could have contributed to fracture initiation and/or propagation to failure. A complaint database search finds no other related incidents against the provided product and lot combinations. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.